Event description:
Medical records received for another complaint and another revision was discovered. The patient was implanted on (B)(6) 2005 for recurrent dislocations. Only the femoral head was revised, but both the femoral head and liner are being reported. The liner has already been reported on (B)(4).

Manufacturer narrative:
Medical records received for another complaint and another revision was discovered. The patient was implanted on (B)(6) 2005 and revised on (B)(6) 2005 for recurrent dislocations. Only the femoral head was revised, but both the femoral head and liner are being reported. The liner has already been reported on (B)(4). Doi: (B)(6) 2005 dor: (B)(6) 2005 (femoral head)-right hip the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.